Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
On april 22, 2022, additional information was received that further troubleshooting was performed and it was found that the pump was functioning as intended. The pump touch screen was responsive to touch. Due to the additional information provided, this event no longer meets the requirements of a reportable event.